Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. The reported problem was confirmed through the causality and was determined to be an out of specification upstream thermistor readings. A review of the event history log had no system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.